Event description:
Information received from the field does not address the patient's clinical status but notes that when the patient was seen for a post implant follow-up, the device exhibited intermittent loss of sensing and loss of capture in the ventricle.